Manufacturer narrative:
The valve was returned to edwards lifesciences for evaluation. A black fiber on the inflow side of the valve leaflet was observed. The fiber separated into two strands approximately 3mm and 1mm in length. Brown material observed on the outflow side of the valve leaflet, likely introduced during engineering evaluation. Imagery provided by the site showed a black fiber on the inflow side of the valve leaflet. Material analysis was performed on the isolated material collected during product evaluation with fourier transform infrared spectroscopy (ftir). The results indicate the black fiber material showed similar absorption characteristics with comparing to cellophane-like material. The brown smudge had a similar absorption to collagenase type vii high purity. A review of manufacturing process was performed in order to determine if the particulate could have originated at the edwards facility. A listing of all the tooling, fixtures and material used in the manufacturing line of 9600tfx valve were generated and reviewed. Based on the review, there was no similar resemblance in terms of color and material type similar to brown collagenase and black cellophane material used during the manufacturing process. Additional review of all of the tools, fixtures, and workstations indicated they were properly maintained in cleanroom during the walk-through. The operators were properly gowned with hair covers, shoe covers, and cleanroom gowns as observed during cleanroom review. There was no observation of non-conformance or abnormality. Therefore, it is not confirmed that the cellophane like material or collagenase like material collected during evaluation originated from the thv manufacturing process for valve assembly at the edwards facility. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints involving contaminated valves from the same work order. A review of complaint history on confirmed device complaints from october 2019 through september 2020 was performed. Of the potential root causes noted, applicable to the current evaluation is procedural factors: device mishandling during preparation. The instructions for use (IFU) and device prepping manual were review for instructions relating to the complaint. Per the thv rinsing procedure, before opening, carefully examine the jar for evidence of damage (e.g., a cracked jar or lid, leakage, or broken or missing seals). If the container is found to be damaged, leaking, without adequate sterilant, or missing intact seals, the thv must not be used for implantation, as sterility may be compromised. Set up two (2) sterile bowls with at least 500 ml of sterile physiological saline to thoroughly rinse the thv. Carefully remove the valve/holder assembly from the jar without touching the tissue. Inspect the valve for any signs of damage to the frame or tissue. Rinse the thv as follows: place the thv in the first bowl of sterile, physiological saline. Be sure the saline solution completely covers the thv and holder. With the valve and holder submerged, slowly agitate (to gently swirl the valve and holder) back and forth for a minimum of 1 minute. Transfer the thv and holder to the second rinsing bowl of sterile physiological saline and gently agitate for at least one more minute. Ensure the rinse solution in the first bowl is not used. The valve should be left in the final rinse solution until needed to prevent the tissue from drying. Do not allow the valve to come into contact with the bottom or sides of the rinse bowl during agitation or swirling in the rinse solution. Direct contact between the identification tag and valve is also to be avoided during the rinse procedure. No other objects should be placed in the rinse bowls. No IFU/training deficiencies were identified. A review of the manufacturing mitigations has shown adequate inspections are in-place to detect and remove fiber or particulate in the jar and on the valve. These manufacturing inspection processes support that it is unlikely that a manufacturing non-conformity caused the reported complaint event. The particulate on the valve was confirmed. Material analysis was performed on the black fiber and the brown smudge. The sample spectrum of the black fiber is consistent to cellophane and collagenase. However, a review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. Process walkthrough was performed by manufacturing to ensure none of the materials, fixtures or tooling used matches cellophane like material or collagenase like material and there were no matches observed. Additionally, during the manufacturing process, all sapien 3 valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. No labeling/IFU deficiencies were identified during evaluation. As reported, ¿while inspecting the valve after rinsing, a dark fiber was seen on one of the leaflets¿. It is possible that the particulate was introduced during device prepping process since the thv had been opened and inside the rinsing bowl. However, there is insufficient information to determine a root cause at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. However, awareness communication (valve inspection and handling) was performed as a cautionary response. No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required.

Event description:
20mm sapien 3 valve, 20mm certitude ds, 18fr esheath. As reported, during preparation of the 20mm sapien 3 valve, while inspecting teh valve after rinsing, a dark fiber was seen on one of the leaflets. The decision was made not to use the valve and to take a new valve. There was no delay in the procedure as a result of this.